Event description:
It was reported that patient passed away. The cause of death was not provided. Whether the outcome was device or therapy related was not provided by the customer.

Manufacturer narrative:
Section a4- patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Heartmate 3 left ventricular assist system, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use, rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the cause of the patient's death was due to their failure to thrive and they withdrew from care. Death was said to not have been device related and the device operate as expected.